Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the wire included in the turbo-ject power injectable product became stuck in the peripherally inserted central catheter. The operator have to place another wire in the other lumen of the device to unstick the first wire. No additional procedures were required as a result of the issue, and no patient adverse events occurred due to the reported product problem. The product is reportedly unavailable for return.